Manufacturer narrative:
Mains circuit breaker in off position.

Event description:
The customer reported the ventilator's backup battery failed. The customer reported the device was in use on a patient and there was no patient harm. The manufacturer's service technician confirmed the reported problem. The service technician reported finding the ventilator's main circuit breaker in the off position. The service technician reset the circuit breaker to correct the finding. Review of the ventilator diagnostic code log noted the device had been running on backup battery power and the backup battery functioned until it depleted as a result of extended use, at which time the ventilator will shut down and alarm as specified due to loss of power. The service technician replaced the backup battery to address the finding. Applicable final testing passed to operating specifications. Per the ventilator's operators manual, when the ventilator is powered by backup battery it will generate a non-resettable, non-sileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a non-resettable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued or the ventilator reconnected to an operational ac power source. This is being reported as a user error. Proper care, maintenance and testing should be performed when using battery power sources.